Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad trace. No button error alarm noted during testing. The device had cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that customer received a button error alarm while attempting a bolus delivery. Customer's blood glucose was 6.0 mmol/l. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.